Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump cannot turn on because it had dropped to the floor. Customer's blood glucose was normal, did not require medical treatment. No further details given. The device will be returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test or verify blank display due to physical damaged to lcd glass. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, due to cracked and bleeding lcd glass unable to confirmed blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.